Manufacturer narrative:
Additional information.

Event description:
Additional information received indicated the issue was resolved by reprogramming the device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, non-sustained right ventricular oversensing due to noise was observed on the right ventricular (rv) lead. Further information was requested but not yet available. The patient was in stable condition.